Manufacturer narrative:
The user facility reported that following the reported events, the colonoscopes were returned to service, and will not be returned for evaluation. The video processor and light source are to be returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has visited the facility and reviewed the reprocessing methods for flexible endoscopes with hospital personnel. During the visit to the facility, the olympus ess inspected the subject device of this report, and noted no anomalies with the unit. The first patient that was reported to have been involved in this report was described as a female, and that she was released from the facility following the procedure. The patient was said to have returned to the facility the following day due to rectal bleeding. The patient was then admitted and was re-examined, and the physician detected a small burn-like area in the patient's colon. The patient remained in the facility for unspecified number of days. Olympus has been further informed that pathology testing had been performed on the reportedly burned tissue of this patient. The test results were said to be inconclusive as to whether there was a chemical or thermal injury, but was said to have contained a plaque substance. There was no specific information provided regarding other patients alleged to have been involved in this report. Additional comments: cross-reference MFR# 8010047-2009-000002, 8010047-2009-000003, 8010047-2009-000004, 8010047-2009-000005 and 8010047-2009-0006.

Event description:
The user facility claimed that five to six patients sustained small burns on their bowels afer having underwent diagnostic colonoscopies. The patients were reported to have been examined on the same day using the same light source and video processor, but with the use of four different colonoscopes. The user facility personnel further reported that the light source, video processor and colonoscopes were evaluated and appeared to be in good working condition. The light source and video processor were reported to have been checked, and found to pass electrical safety testing.